Event description:
It was reported that during a surgery, clip applier stuck to the pt's vessel.

Manufacturer narrative:
Final investigation showed that the clip applier was returned with no clips. Due to the lack of clips, the device could not be functionally tested. A physical examination of the device revealed no apparent reason for the reported failure.